Manufacturer narrative:
Date of event was approximated to (B)(6) 2011, implant date, as no event date was reported. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted into the patient during a hysterotropic tubal using an essure followed by transobturator tape using obtryx halo and cystoscopy procedure performed on (B)(6) 2011 to treat a stress urinary incontinence. After the procedure, the patient had experienced a pelvic/vaginal pain, mesh erosion, stress urinary incontinence and dyspareunia. On (B)(6) 2020, the patient underwent urethrolysis with sling removal, repair of urethral erosion site, urethrocele repair and urethral suspension sling cysto. During the procedure, a complete urethrolysis was carried out using a combination of sharp and blunt techniques. The mesh sling was noted to be pulled very tightly against the urethra. The sling was then transected in the midline. Both the left and right sections were dissected carefully from the urethra and the overlying tissues and both mesh arms were completely freed. The sling was transected bilaterally and passed off the operative field. Reportedly, there was a deep erosion into the urethra at the site of the sling that did not penetrate into the urethral mucosa. This mesh erosion site was oversewn with 3-0 chromic sutures. Next a urethrocele repair was performed using 3-0 vicryl sutures. After this punctures were made in the groin of the obturator foramen on both sides. A trans-obturator tape sling using obtryx halo was then placed in the normal fashion and pulled into place. The sling was noted to be flat and flush with no pressure against the urethra. The vaginal mucosa was then closed over this using a monofilament stitch. The excess mesh was trimmed from the groin and tucked subcutaneously. A cystoscope was then placed into the bladder. There is no damage noted to the internal structure of the bladder or the urethra.

Manufacturer narrative:
Additional information to blocks a1: patient identifier and a4: weight. Block b3 date of event: date of event was approximated to (B)(6), 2011, implant date, as no event date was reported. Block h6: patient code e2006 captures the reportable event of mesh erosion (deep erosion into the urethra). Patient code e2330 captures the reportable event of pain. Patient code e1405 captures the reportable event of dyspareunia. Impact code f1903 captures the reportable event of device explantation (sling removal). Device code a1502 captures the reported event of mesh difficult to position. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted into the patient during a hysterotropic tubal using an essure followed by transobturator tape using obtryx halo and cystoscopy procedure performed on (B)(6), 2011 to treat a stress urinary incontinence. After the procedure, the patient had experienced a pelvic/vaginal pain, mesh erosion, stress urinary incontinence and dyspareunia. On (B)(6) 2020, the patient underwent urethrolysis with sling removal, repair of urethral erosion site, urethrocele repair and urethral suspension sling cysto. During the procedure, a complete urethrolysis was carried out using a combination of sharp and blunt techniques. The mesh sling was noted to be pulled very tightly against the urethra. The sling was then transected in the midline. Both the left and right sections were dissected carefully from the urethra and the overlying tissues and both mesh arms were completely freed. The sling was transected bilaterally and passed off the operative field. Reportedly, there was a deep erosion into the urethra at the site of the sling that did not penetrate into the urethral mucosa. This mesh erosion site was oversewn with 3-0 chromic sutures. Next a urethrocele repair was performed using 3-0 vicryl sutures. After this punctures were made in the groin of the obturator foramen on both sides. A trans-obturator tape sling using obtryx halo was then placed in the normal fashion and pulled into place. The sling was noted to be flat and flush with no pressure against the urethra. The vaginal mucosa was then closed over this using a monofilament stitch. The excess mesh was trimmed from the groin and tucked subcutaneously. A cystoscope was then placed into the bladder. There is no damage noted to the internal structure of the bladder or the urethra.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2011, implant date, as no event date was reported. Block h2: correction. Block h6 (device code) has veen updated based on the complaint review performed on (B)(6) 2021. Block h6: patient code e1405 captures the reportable event of dyspareunia. Patient code e2330 captures the reportable event of pain. Patient code e2006 captures the reportable event of mesh erosion. Device code a1502 captures the reported event of mesh difficult to position. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted into the patient during a hysterotropic tubal using an essure followed by transobturator tape using obtryx halo and cystoscopy procedure performed on (B)(6) 2011 to treat a stress urinary incontinence. After the procedure, the patient had experienced a pelvic/vaginal pain, mesh erosion, stress urinary incontience and dyspareunia. On (B)(6) 2020, the patient underwent urethrolysis with sling removal, repair of urethral erosion site, urethrocele repair and urethral suspension sling cysto. During the procedure, a complete urethrolysis was carried out using a combination of sharp and blunt techniques. The mesh sling was noted to be pulled very tightly against the urethra. The sling was then transected in the midline. Both the left and right sections were dissected carefully from the urethra and the overlying tissues and both mesh arms were completely freed. The sling was transected bilaterally and passed off the operative field. Reportedly, there was a deep erosion into the urethra at the site of the sling that did not penetrate into the urethral mucosa. This mesh erosion site was oversewn with 3-0 chromic sutures. Next a urethrocele repair was performed using 3-0 vicryl sutures. After this punctures were made in the groin of the obturator foramen on both sides. A trans-obturator tape sling using obtryx halo was then placed in the normal fashion and pulled into place. The sling was noted to be flat and flush with no pressure against the urethra. The vaginal mucosa was then closed over this using a monofilament stitch. The excess mesh was trimmed from the groin and tucked subcutaneously. A cystoscope was then placed into the bladder. There is no damage noted to the internal structure of the bladder or the urethra.